Event description:
A nurse reported to baxter (B)(4) that the machine had a burning smell. A baxter engineer visited the site (B)(4) 2011 and replaced the fuses and switched the machine on but it still was not operating. There was no patient involved.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Our supplier informs us that it was reported that a baxter engineer visited the site on the same day and replaced the fuses and switched the machine on, but it was not operating. The machine was removed from the site to the (B)(4) for further investigation. During a further check of the machine by a baxter field service engineer the fault was traced to the main switch power supply. The new unit was fitted and the voltages checked. Pressure and scales were recalibrated and all functional checks carried out. The machine was run by the technician without further issues. The machine was released back for use. The device history review (DHR) review has shown no indicators related to the complaint. The device has fulfilled the requirements during final inspection.